Event description:
It was reported that the patient did well post-implant but developed sudden sharp pericardiac pain and was confirmed to have a pericardial friction rub. Pericardial friction rub and pericarditis were secondary to the active fixation helix of either the right atrial (ra) lead or right ventricular (rv) lead. The ra and rv leads were repositioned and remain in use. The patient was enrolled in the attain (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 implantable tachy lead (B)(6) 2013; 4398 implantable pacing lead (B)(6) 2013; dtbx1qq implantable cardioverter defibrillator (ic:d) (B)(6) 2013. (B)(4).